Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a patient with unintended gantry movement.

Event description:
Reassessment of the initial information. Gantry movement direction was unknown. Hence, not qualified for the reportable event.

Manufacturer narrative:
Based on the reassessment of the initial information submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).